Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture received on april 04, 2024, with lot number#: 3475323. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, 1 opening assessed, as surgical damage. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.